Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex device was received with no original packaging or other devices. There was a complete separation of the mid-shaft 10 cm from the distal end of the hypotube. The fractured end of the mid-shaft and the rippled appearance of the remainder of the mid-shaft may be consistent with separation due to tensile overload. The portion of the device distal to the mid-shaft separation - including the distal shaft, balloon, markerbands and distal tip - were not returned for analysis. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure marker band dislodgement occurred. A 2.75x15mm nc quantum apex balloon catheter was advanced to the unspecified target lesion and it was noted that during the procedure, the marker band dislodged from the balloon. Additional information was requested and is not available.

Event description:
It was reported that during a percutaneous coronary intervention procedure marker band dislodgement occurred. A 2.75x15mm nc quantum apex balloon catheter was advanced to the unspecified target lesion and it was noted that during the procedure, the marker band dislodged from the balloon. Additional information was requested and is not available.